Event description:
It was reported that while tunneling the extension from the lead to the ins, the extension carrier broke. The procedure was completed with another carrier. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis revealed a procedural non-conformance. The carrier was broken at the distal end of the inner carrier. The breaks measured within the wall thickness spec. Dimensional analysis was performed at the break location. Measurements were 0.0150. Wall thickness spec = 0.0155 + 0.0015 - 0.0045.